Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device lock up and was not operational. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Correction: section h10 and/or h11 of the initial medwatch report indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to confirm the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 and/or h11 of the initial medwatch report should indicate: stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: the device was not returned to stryker for further evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to confirm the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device lock up and was not operational. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.